Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms, in triad configuration. Technical services (ts) discussed with the health care professional (hcp) to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.